Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2012, whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on an unknown date, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: [missing records: records for CT scan showing ¿mesh contracted and soft tissue nodule in right lower quadrant abdominal wall¿ were not provided.] (B)(6) 2015: (B)(6) . Office visit. Abdominal pain. CT does not demonstrate any hernia recurrence or evidence of infection. Mesh appears to be contracted (measuring 6cm from its original 10 cm width), but intact. There is soft tissue nodule in right lower quadrant abdominal wall that corresponds with exam findings that likely represents suture granuloma from prior ileostomy closure site. Discussed options and plan for excision of this area locally. This should offer some relief of focal right lower quadrant abdominal pain/tenderness, but is unlikely to affect overall chronic abdominal pain. History of present illness: has complicated abdominal surgical history beginning in 2002 with total abdominal hysterectomy resulting in what sounds like enterovaginal fistula. This was repaired/resected in 2003, with small bowel resection, take-back for ileostomy, subsequent ileostomy closure and possibly one or two other operations in that time. Eventually developed periumbilical hernia repaired in 2012 with laparoscopic placement of 10x15 dualmesh. Has chronic upper and left lower quadrant abdominal pain, but claims has new and separate right lower quadrant abdominal pain since hernia surgery. Midline suture granuloma excised september 2014, with some relief of that localized pain. Has multiple other gastrointestinal complaints due to surgical history as well, including chronic diarrhea and nausea. Abdomen: soft non-distended; well healed incisions; no palpable hernias; small 1.5 cm nodule right lower quadrant at lateral aspect of ileostomy that is focally tender; mild tenderness lower midline; vague diffuse tenderness. (B)(6) 2015: (B)(6) . Operative report. Preoperative diagnosis: retained foreign body. Stricture, granuloma. Postoperative diagnosis: retained foreign body. Stricture, granuloma. Suture abscess. Procedures: open excision of suture. Abscess and foreign body removal. Fellow: dr. Villarreal. Anesthesia: monitored anesthesia care and local anesthetic with ½ percent marcaine. Findings: retained ethibond suture in the right lower quadrant abdominal wall with associated suture abscess. Estimated blood loss: less than 10 ml. Indication: this is a 47-year-old female who was seen in consultation secondary to chronic abdominal pain. Patient had previously undergone hernia repair, but started having some associated right lower quadrant pain and after discussing the risks, benefits, and alternative to the procedure, the patient agreed to proceed with surgery. Description of procedure: ¿after informed consent was obtained, the patient was brought to the operating suite and was laid supine. After a time-out was called and medical sedation was obtained, the patient¿s abdomen was then prepped and draped in the usual sterile fashion. A small transverse incision was made over the right lower quadrant, over the area where the patient complained of right lower quadrant pain. Dissection was carried down to the fascia and on further palpation, we were able to localize a small indurated mass. This was opened up and there was some thickened purulent fluid. Once this was debrided out, we were able to clearly visualize what appeared to be an ethibond suture. This was extracted and passed off the operating table. Upon further inspection, there was no other evidence of any other suture granulomas. At this point in time, we copiously irrigated the wound. The incision was then reapproximated with 3-0 vicryl deep dermal sutures, followed by placement of 4-0 monocryl in running subcuticular fashion. Dermabond was applied, the patient tolerated the procedure well, and there were no complications. Dr. Warren was present and scrubbed throughout the entire procedure.¿ (B)(6) 2015: (B)(6) . Office visit. Status post excision of granuloma from previous transfascial suture site. Is still having pain in right lower quadrant. Given early postoperative setting, would favor observing this. Follow up in 6 weeks to reassess pain. (B)(6) 2015: (B)(6) . The hernia center division of minimal access and bariatric surgery. (B)(6) . Office visit. Reports pain is better than prior to procedure, but still having daly [sic], intermittent stabbing pain. Massaging area helps some. Occasionally takes advil. Helps with pain. Heating pad really helps. Been on fentanyl patch for several years for chronic pain. Has occasional nausea, no vomiting. Alternates between loose stools and constipation. Abdomen: soft. No distention, mass, tenderness. Return in 6 months for follow up. (B)(6) 2015: greenville health system. The hernia center division of minimal access and bariatric surgery. Jeremy aaron warren, md. Office visit. 5 month postoperative visit with complaint of abdominal pain. Last seen (B)(6) 2015 with continued right lower quadrant pain, advised to continue applying heat to area of pain, take ibuprofen, and do abdominal wall stretches. Abdomen: vague right lower quadrant tenderness, none specific. No peritoneal signs; no evidence of hernia recurrence. Discussed potential etiology for pain. Don¿t see clear reason on physical exam. States this pain is new after hernia was repaired initially. Order CT scan to rule out occult recurrence or some other pathology. (B)(6) 2015: [missing records: records for CT scan showing no problems with hernia repair were not provided.] (B)(6) 2016: (B)(6) . The hernia center division of minimal access and bariatric surgery. (B)(6) . Office visit. Returns to discuss chronic abdominal pain. CT scan demonstrating 2 tacks that had slightly herniated abdominal wall at site of trans-fascial suture, and appeared to be suture granuloma. Taken to surgery in open fashion and this was found. Adnexa ethibond suture was removed as well as 2 tacks. No hernia recurrence. Mesh was otherwise intact. Despite this, has continued to have chronic right lower quadrant abdominal pain. CT scan done at an outside facility, report does not demonstrate problems with hernia repair. Right lower quadrant tenderness without palpable hernia defect, mass, other abnormality. Discussed possibilities for intervention. Will follow up if and when decides to proceed with any mesh removal. (B)(6) 2016: (B)(6) . The hernia center division of minimal access and bariatric surgery. (B)(6) . Office visit. Has persistent ongoing right lower quadrant abdominal pain, which states has gotten worse since last visit. Can¿t tolerate ongoing pain and is willing to have anything it takes done to take care of it. Past surgical history: [not previously mentioned.] Appendectomy. Never smoker. Weight 70.761 kg, bmi 26.76. Right lower quadrant and periumbilical tenderness. No peritoneal signs, recurrent hernia palpable, or masses palpable. Right lower quadrant pain, claims was not present prior to hernia repair. Discussed recent CT findings, which did not demonstrate evidence for recurrent hernia or any other clear etiology for pain. At this point wants to have mesh removed. Discussed likelihood of pain improving with removal of mesh, transvaginal sutures, and all other fixation constructs is very low. Likely have no more than marginal improvement in pain, and hernia is likely to recur. Willing to undergo procedure for any hope of pain relief. Plan for laparoscopic mesh excision. (B)(6) 2016: (B)(6) . Operative report. Pre-operative diagnosis: right lower quadrant abdominal pain. Post-op diagnosis: right lower quadrant abdominal pain. Procedure(s): removal prosthetic material or mesh, abdominal wall for necrotizing soft tissue infection. Laparoscopy; enterolysis (adhesion). Or staff: circulator: jill marie marino, rn. Scrub tech: angela e. Wright. Surgeon resident: andrew michael schneider, md. Anesthesiologist: matthew robert vana, md; robert clifton timmerman, md. Crna: ethan stuart wing, crna. Anesthesia type: no anesthesia type entered. Ebl [estimated blood loss]: 20 ml. Specimen: no specimens in log. Drains: none. Findings: laparoscopic approach for adhesiolysis x 45 minutes of small bowel to the anterior abdominal wall into previous intraperitoneal mesh. Complete excision of previous intraperitoneal ptfe mesh measuring 10 x 11 cm, along with all permanent fixation constructs. Description of procedure: ¿after informed consent was obtained, the patient taken to the or and placed in the supine position. A preoperative who time-out was performed, antibiotics administered per protocol, and scds [sequential compression devices] were placed for dvt [deep vein thrombosis] prophylaxis. The patient was induced under general anesthesia, positioned supine and prepped and draped in the usual sterile fashion over the abdomen. Local anesthetic was infiltrated at each trocar site prior to incision. A 5mm right subcostal incision was made and a 5mm optical viewing trocar placed into the peritoneal cavity without difficulty. Pneumoperitoneum was established at 15mm hg with co2. A 5 mm trocar was placed in the left upper quadrant, an additional 5 mm trocar in the right anterior axillary line. Our initial trocar was replaced with a 12 mm trocar for mesh removal at the end of the case. We began by sharply taking down small bowel adhesions to the anterior abdominal wall. These were fairly densely adherent to the medial peritoneum underlying the intraperitoneal ptfe mesh. The medial peritoneum and small bowel were densely adherent to the periphery of the mesh itself, as well as the tacks. These were taken down with sharp dissection without any evidence for bowel injury during the course of the dissection. Some additional bowel adhesions were taken down off the abdominal wall in the right lower quadrant, which is the source of the patent¿s primary pain complaints. No other intra-abdominal pathology was noted. The superior edge of the mesh was grasped and separated from the abdominal wall with combination of electrocautery and blunt forceps to completely remove the mesh from the abdominal wall. All permanent ethibond sutures and all permanent tacks were removed either with the mesh or separately if any remained adherent to the abdominal wall. These were all completely removed. The 12 mm trocar site was closed with a figure-of-eight 0 vicryl using a suture passer. All skin incisions were closed with 4 monocryl a subcuticular fashion after the trochars were removed and the abdomen was completely desufflated. The patient tolerated the procedure well and was taken to the recovery room in good condition. All instrument counts were correct at the end of the case. A who debrief was performed. I was present for the entire procedure.¿ disposition: discharged to home. Indication: optional. (B)(6) 2016: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2016 procedure was not provided.] (B)(6) 2016: (B)(6) . The hernia center division of minimal access and bariatric surgery. (B)(6) . Office visit. 17 days postop. Complaining of pain around 12 mm trocar site in right upper quadrant. Pain in lower abdomen somewhat better, but not absent. Admitted to hospital for weakness on left side of body, with paresthesias, and an elevated d-dimer. Cta negative. Discharged next day with negative workup. Abdomen: tenderness around right upper quadrant trocar site. No sign of infection or other sso. No hernia recurrence. Assessment/plan: spasm of right side abdominal muscles. Prescription for flexeril given. Follow up 1 month. (B)(6) 2016: (B)(6) . The hernia center division of minimal access and bariatric surgery. (B)(6) . Office visit. 2 month postoperative visit after mesh removal. Note significant improvement in lower abdominal pain. Does still have some tenderness at 12 mm trocar site in right upper quadrant. No evidence hernia recurrence. Assessment/plan: chronic abdominal pain. Believe upper abdominal pain still related to muscle spasm. Insurance would not cover flexeril, but will cover aloxi can [sic]. Prescription for meloxicam center [sic] pharmacy today. Follow-up when necessary for signs of recurrent hernia. (B)(6) 2017: [missing records: records for CT abdomen/pelvis completed on (B)(6) 2017 were not provided.] (B)(6) 2017: greenville health system. The hernia center division of minimal access and bariatric surgery. Jeremy aaron warren, md. Office visit. Presents to discuss results of CT abdomen pelvis done (B)(6) 2017. Returns with continued right lower quadrant pain. Had improvements of symptoms initially, but over last several months this has recurred. CT scan reviewed. There is mild inflammation of abdominal wall at site of previous trans-fascial suture site excision, with no sign of infection. No hernia recurrence, though there is small amount of small bowel but her abdomen [sic]. Single retained tack in left upper aspect of previous hernia repair, which is well distant from current complaints of pain. Abdomen: mild tenderness in right lower quadrant over previous incision used for suture excision and previous ileostomy. Mild tenderness along midline with deep palpation, with no fascial defect palpable to indicate hernia recurrence. Assessment/plan: chronic right lower quadrant abdominal pain. It is somewhat episodic, potentially consistent with muscle spasms, although do not have clear etiology for this diagnosis. Do not have clear etiology or any specific recommendations for treatment. Recommended over-the-counter anti-inflammatory as needed. Happy to see again should she develop symptoms concerning hernia recurrence. Otherwise, nothing to offer. Follow-up when necessary. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: the known medical records span january 10, 2009 through june 21, 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial device. Patient information: medical history: lupus, sjogren syndrome, gastroesophageal reflux disease [gerd], fibromyalgia, clostridioides difficile infection, short gut syndrome, pulmonary embolism with chronic coumadin therapy. Prior surgical procedures: unknown date: appendectomy, 2002: total abdominal hysterectomy, partial colectomy with ileostomy, 2003: enterovaginal fistula repair with small bowel resection, 2009: nissen fundoplication for reflux. Relevant medical information: on (B)(6) 2009: ¿c/o [complains of] knot in abdominal wall above umbilicus, [about] 1 week. Well-healed midline incision above umbilicus, mild erythema, tender to palpation. May be incarcerated ventral hernia.¿ on (B)(6) 2010: emergency room: ¿battery went dead on wound vac. Hpi [history of present illness]: had reflux surgery, suture got infected formed abscess.¿ on (B)(6) 2011: CT abdomen/pelvis [a/p]: ¿stomach, small intestine and colon normal. Midline abdominal wall scar is seen. Uterus absent. Multiple surgical clips seen within central pelvis. A stable midline lower abdominal wall defect is seen into which the anterior wall of the bladder and pelvic small bowel protrude.¿ implant preoperative complaints: on (B)(6) 2012: ¿surgical eval of umbilical hernia. Pain, tenderness 6 weeks. Pain located deep in umbilicus, occurred frequently. Noticed know mid abdomen 3 months ago. It is sore all the time, tender to touch. Has had multiple surgeries through a midline incision.¿ on (B)(6) 2012: CT a/p: ¿no acute abnormality of abdomen or pelvis. Post-surgical changes within mid abdomen. Probable transient peristaltic wave of sigmoid colon just above rectosigmoid junction. Post-surgical changes of anterior abdominal wall at midline, essentially unchanged compared to previous exam(B)(6) 2007. This includes a localized area of thickened soft tissue just beneath subcutaneous scar at midline, approximately 110 x 9 mm in size. Subtle redundancy of lower abdominal rectus fascia near level of acetabuli just to l [left] of midline but no hernial defect is identified.¿ on (B)(6) 2012: ¿she is on chronic coumadin for recurrent pe. I have discussed with her a laparoscopic ventral hernia repair with mesh.¿ on (B)(6) 2012: ¿she now has increasing discomfort and swelling at her periumbilical region. This is most noticeable with activity. This has become much more uncomfortable and she wishes to proceed with repair. Physical exam demonstrates a reducible defect at her umbilicus. A CT scan does not appreciate this very well. In view of the physical exam, it is clear that she is an excellent candidate for laparoscopic ventral hernia repair.¿ implant procedure: laparoscopic ventral hernia repair. [Implant: gore® dualmesh® plus biomaterial 8713295/1dlmcp03 10cm x 15 cm x 1 mm thick, oval]. Implant date: (B)(6) 2012 description of hernia being treated: ¿the abdomen was then prepped and draped in sterile fashion with chlorhexidine solution and ioban drape. Initially a right subcostal 5-mm incision was made and 5 mm optivu [sic] port was then passed intraperitoneal under direct visualization and the abdomen insufflated with c02 gas. Limited diagnostic laparoscopy performed and finding at this time demonstrates multiple midline adhesions consistent with her past surgical history. However, this largely encompasses the small bowel intimately adhesed to the abdominal wall. Under direct visualization a left subcostal 12-mm port was placed. Ultimately a left lateral and left lower quadrant 5-mm ports were placed. Utilizing a 5 mm 30 degree laparoscopic we proceeded to dissect the adhesions off the abdominal wall. This was largely done with sharp dissection and gentle blunt dissection. No cautery was used. The small bowel was mobilized off the full abdominal wall taking it well down to the pelvis in order to get good visualization around the periumbilical site. There is clearly a defect in this area. Once this region was fully expose [sic] and in good hemostasis noted, the small bowel was carefully assessed for integrity. This was found to be secure.¿ implant size and fixation: ¿given this, a 10 x 15 cm piece of dual mesh was then taken, it was prepared by placing a central stitch for orientation on the mesh as well as a superior and inferior suture for midline security. Once this was done, this was rolled and then passed intraperitoneal through the 12-mm port site. This was unrolled utilizing a suture grasping needle. The needle was placed at the center point of the hernia defect which allowed us to grasp the central suture and this was brought up to the skin level for orientation. Sites were then identified for the superior and inferior sutures along the midline. This was along the 15-cm access [sic] of the mesh. Once the sites were identified, each individual arm of the suture was then brought up through the abdominal wall at two separate sites and brought out at the skin level, bringing the total mesh tightly up to against the abdominal wall. It must be noted that the insufflation pressure was dropped down from a 15 mmhg pressure to 12 mmhg pressure as we placed this mesh. Once this was placed at these two sites, the sutures were tied and secured. The mesh was then secured around its periphery with the protac device. Once this was secured around the periphery, four additional sutures were placed in a [sic] intracorporeal fashion in a horizontal mattress orientation through the posterior fascia through each of the four quadrants of the mesh. Once these were placed and tied, good hemostasis noted throughout the field.¿ on (B)(6) 2012: post anesthesia care unit. ¿x7 derma bond sites to abdomen intact. Swelling noted to left upper incision area. Slightly hard to touch. Will notify md. Abd binder in place. Dr. Xx @bedside to look @incision abdomen. Okay. ø [no] swelling. Abd binder placed back.¿ on (B)(6) 2012: discharge summary. ¿taken to or, underwent laparoscopic ventral hernia repair with mesh, tolerated well. Remained stable throughout stay.¿ relevant medical information: on (B)(6) 2012: ¿admits to having problems after surgery with c/o lower abdominal pain. This is different from preop pain. Painful urination, urinary hesitancy. She has resumed limited activities, no heavy lifting and no physical exercise.¿ on (B)(6) 2012: ¿pain progressively worse last couple days. Crampy in nature. Had some lower urinary symptoms, started on macrobid, seemed to hurt more. Abdomen: non-tender to palpation, scaphoid abdomen. Plan: she is having significant abdominal pain. More so than you would think was just post op incisional pain.¿ on (B)(6) 2012: CT a/p: ¿findings suggestive of low grade mechanical small bowel obstruction, likely s/t [secondary to] adhesions, with multiple dilated thick-walled loops of mid to distal jejunum seen in close approximation to subtle mesenteric calcifications noted along the anterior lower abdominal wall near the midline, just inferior to postsurgical changes form a ventral hernia repair. Small amount of accompanying mesenteric abdominal and pelvic fluid is shown. Small amount of fluid is also noted post posterior and anterior to the ventral herniorrhaphy.¿ (B)(6) 2012: x-ray abdomen: ¿improving small bowel ileus or obstruction.¿ (B)(6) 2012: ¿had been wearing an abdominal binder following ventral wall hernia surgery last month, but took it off yesterday morning and noticed chest pain soon following removal of binder.¿ (B)(6) 2012: ¿abd [abdominal] pain mid aspect especially when coughs, sneezes, strains. Plan: had long discussion about her postop recover. At this point, no activity restriction. Only limited by her pain threshold. Continue to wear binder.¿ (B)(6) 2012: subfascial block ¿c/o pain at r lateral transfascial suture site. There is a trigger point and we will attempt regional block.¿ ? ¿under sterile technique and ultrasound guidance, a subfascial block was instilled with 1% xylocaine, 0.5% marcaine and steroids. The procedure was well tolerated. She left the office in good condition.¿ on (B)(6) 2012: ¿c/o pain r lateral transfascial suture site. Trigger point injection, no substantial benefit. C/o pain midline. She is frustrated about starting more meds. At this point, I have nothing further to offer. Fentanyl patch makes this intervention difficult. Also trying to wean off fentanyl patch which may be all but impossible without some ¿bridging¿ medical support¿.¿ on (B)(6) 2012: subfascial block, ¿c/o pinpoint pain r of midline.¿ ¿under sterile technique and ultrasound guidance, a subfascial block was instilled with 1% xylocaine, 0.5% marcaine and steroids.¿ on (B)(6) 2012: ¿still has pain r of midline. After lengthy discussion with her, I have explained that I have nothing further to offer regarding this abdominal pain. She understands that pain clinic physicians will not see her in view of this broad area of abdominal pain.¿ on (B)(6) 2012: ¿pain, crampy. Periumbilical area, ruq [right upper quadrant], radiates to entire abd [abdomen]. Adhesions of intestine.¿ on (B)(6) 2012: CT a/p: ¿postsurgical changes. No acute abdominal or pelvic pathology.¿ on (B)(6) 2013: intramuscular block ¿d/t [due to] large amounts of medication including clonazepam and fentanyl patches makes any useful endeavors to control the abdominal pain difficult.¿ ¿under sterile technique and with ultrasound guidance, the trigger point approximately 10 cm to the right of the umbilicus was localized and injected with a mixture of 0.5% marcaine, 1% xylocaine and 80 mg of depomedrol. This injection was both into the posterior rectus sheath, rectus muscle and anterior rectus sheath.¿ on (B)(6) 2013: ¿still has pain r of midline, increasing with time. Gastrointestinal: well healed midline scar with discomfort to r lateral aspect. Frankly, I have nothing further [sic] offer regarding this abdominal pain.¿ on (B)(6) 2013: CT a/p]: ¿no free intraperitoneal fluid identified. Pt is s/p sigmoid resection with rectosigmoid anastomosis appears widely patent. Ventral hernia repair is noted. S/p hysterectomy. Impression: small amount of perisplenic fluid without definitive evidence of splenic laceration.¿ on (B)(6) 2013: CT a/p: ¿no CT findings of splenic abnormalities. Ge [gastroesophageal] junction surgery. Anterior abdominal wall hernia repair. Appendectomy. Hysterectomy.¿ on (B)(6) 2013: ¿new stomach discomfort, around umbilicus and laterally. Told she has stitch abscess. Recent ultrasound inconclusive. Gastrointestinal: us exam conducted, no evidence abnormal fluid collection. She has palpable irregularities consistent with previous abd surgery. From surgical standpoint, I have nothing further I can offer her.¿ on (B)(6) 2014: CT a/p: ¿evidence of prior ventral hernia repair without evidence of recurrent hernia. There is no evidence of fluid collection.¿ ¿surgical clips along the gastroesophageal junction consistent with prior nissen fundoplication.¿ on (B)(6) 2014: ¿CT scan in past has been unremarkable. Now presents with new issue, palpable mass along midline incision. Abdominal wall discomfort for lengthy period. She¿s concerned about previous h/o [history of] placement of dual mesh. I indicated to her that she is having discomfort before procedure. She remains very fixed on the mass-effect. She is concerned about an abscess. Gastrointestinal: palpable mass along midline consistent with retained suture.¿ on (B)(6) 2014: she now has a palpable mass in the subcutaneous area along the midline which is causing her significant pain. We have discussed wound exploration and removal. This is likely a prolene suture from her previous surgeries.¿ on (B)(6) 2014: exploration and removal of foreign body ¿incision was made. Dissection was carried down through the abdominal wall to identify a large prolene suture. This was removed. Further mass effect in this area was carefully explored. There was found to be some granulation tissue and some additional adhesions removed. The abdominal wall was fully intact. There is [sic] certainly no abnormalities associated with the hernia repair.¿ on (B)(6) 2014: ¿doing well for relief of all midline discomfort. Surgical site well-healed.¿ on (B)(6) 2015: ¿she has continued concerns regarding rlq pain. She is convinced this pain has been present only since hernia repair. I would dispute this d/t fact she has had a long h/o [history of] lower abdominal wall discomfort. CT does not demonstrate any abnormality r/t [related to] the dual mesh. I have no cause to undertake mesh removal since I believe risks far outweigh potential for a slight benefit. I¿ve tried regional blocks without sustainable success. The fact that she is narcotic dependent and h/o lupus makes this process very difficult to treat. This is why I do not feel that surgical intervention plays any role. Will refer for second opinion. There are mild abnormalities on CT scan which need to be addressed with pancreatic us [ultrasound].¿ on (B)(6) 2015: ¿CT does not demonstrate any hernia recurrence or evidence of infection. Mesh appears to be contracted (measuring 6cm from its original 10 cm width), but intact. There is soft tissue nodule in right lower quadrant abdominal wall that corresponds with exam findings that likely represents suture granuloma from prior ileostomy closure site. Discussed options and plan for excision of this area locally. This should offer some relief of focal right lower quadrant abdominal pain/tenderness, but is unlikely to affect overall chronic abdominal pain.¿ ¿has complicated abdominal surgical history beginning in 2002 with total abdominal hysterectomy resulting in what sounds like enterovaginal fistula. This was repaired/resected in 2003, with small bowel resection, take-back for ileostomy, subsequent ileostomy closure and possibly one or two other operations in that time. Eventually developed periumbilical hernia repaired in 2012 with laparoscopic placement of 10x15 dualmesh. Has chronic upper and left lower quadrant abdominal pain, but claims has new and separate right lower quadrant abdominal pain since hernia surgery. Midline suture granuloma excised september 2014, with some relief of that localized pain.¿ on (B)(6) 2015: ¿pt [patient] easily overwhelming with all of her complaints even though she comes in for one thing, her discourse rambles to a lot of chronic things that are persistent. Sees specialists and has been fully evaluated in past for several symptoms. She is so complicated, feel obligated to chase her complaints but cannot address the pain she persists to complain about and have told her multiple times I disagree with pain patch.¿ on (B)(6) 2015: open excision of suture. Abscess and foreign body removal. ¿a small transverse incision was made over the right lower quadrant, over the area where the patient complained of right lower quadrant pain. Dissection as carried down to the fascia and on further palpation, we were able to localize a small indurated mass. This was opened up and there was some thickened purulent fluid. Once this was debrided out, we were able to clearly visualize what appeared to be an ethibond suture. This was extracted and passed off the operating table. Upon further inspection, there was no other evidence of any other suture granulomas. At this point in time, we copiously irrigated the wound.¿ findings: ¿retained ethibond suture in the right lower quadrant abdominal wall with associated suture abscess.¿ on (B)(6) 2015: ¿status post excision of granuloma from previous transfascial suture site. Is still having pain in right lower quadrant. Given early postoperative setting, would favor observing this.¿ on (B)(6) 2015: ¿reports pain is better than prior to procedure, but still having daly [sic], intermittent stabbing pain. Been on fentanyl patch for several years for chronic pain. Has occasional nausea, no vomiting. Alternates between loose stools and constipation.¿ on (B)(6) 2015: ¿5-month postoperative visit with complaint of abdominal pain. Last seen 07/27/15 with continued right lower quadrant pain, advised to continue applying heat to area of pain, take ibuprofen, and do abdominal wall stretches. Abdomen: vague right lower quadrant tenderness, none specific. No peritoneal signs; no evidence of hernia recurrence. Discussed potential etiology for pain. Don¿t see clear reason on physical exam. States this pain is new after hernia was repaired initially.¿ explant preoperative complaints: on (B)(6) 2016: ¿returns to discuss chronic abdominal pain. CT scan demonstrating 2 tacks that had slightly herniated abdominal wall at site of trans-fascial suture, and appeared to be suture granuloma. Taken to surgery in open fashion and this was found. Adnexa ethibond suture was removed as well as 2 tacks. No hernia recurrence. Mesh was otherwise intact. Despite this, has continued to have chronic right lower quadrant abdominal pain. CT scan done at an outside facility; report does not demonstrate problems with hernia repair. Right lower quadrant tenderness without palpable hernia defect, mass, other abnormality. Discussed possibilities for intervention. Will follow up if and when decides to proceed with any mesh removal.¿ on (B)(6) 2016: ¿has persistent ongoing right lower quadrant abdominal pain, which states has gotten worse since last visit. Can¿t tolerate ongoing pain and is willing to have anything it takes done to take care of it.¿ ¿right lower quadrant and periumbilical tenderness. No peritoneal signs, recurrent hernia palpable, or masses palpable. Right lower quadrant pain, claims was not present prior to hernia repair. Discussed recent CT findings, which did not demonstrate evidence for recurrent hernia or any other clear etiology for pain. At this point wants to have mesh removed. Discussed likelihood of pain improving with removal of mesh, transvaginal [sic] sutures, and all other fixation constructs is very low. Likely have no more than marginal improvement in pain, and hernia is likely to recur. Willing to undergo procedure for any hope of pain relief. Plan for laparoscopic mesh excision.¿ explant procedure: removal of prosthetic material or mesh, abdominal wall for necrotizing soft tissue infection. Laparoscopy; enterolysis (adhesion). Explant date: (B)(6), 2016 findings: ¿laparoscopic approach for adhesiolysis x 45 minutes of small bowel to the anterior abdominal wall into previous intraperitoneal mesh. Complete excision of previous intraperitoneal ptfe mesh measuring 10 x 11 cm, along with all permanent fixation constructs.¿ ¿a 5mm right subcostal incision was made and a 5mm optical viewing trocar placed into the peritoneal cavity without difficulty. Pneumoperitoneum was established at 15mm hg with co2. A 5 mm trocar was placed in the left upper quadrant, an additional 5 mm trocar in the right anterior axillary line. Our initial trocar was replaced with a 12 mm trocar for mesh removal at the end of the case. We began by sharply taking down small bowel adhesions to the anterior abdominal wall. These were fairly densely adherent to the medial peritoneum underlying the intraperitoneal ptfe mesh. The medial peritoneum and small bowel were densely adherent to the periphery of the mesh itself, as well as the tacks. These were taken down with sharp dissection without any evidence for bowel injury during the course of the dissection. Some additional bowel adhesions were taken down off the abdominal wall in the right lower quadrant, which is the source of the patent¿s primary pain complaints. No other intra-abdominal pathology was noted. The superior edge of the mesh was grasped and separated from the abdominal wall with combination of electrocautery and blunt forceps to completely remove the mesh from the abdominal wall. All permanent ethibond sutures and all permanent tacks were removed either with the mesh or separately if any remained adherent to the abdominal wall. These were all completely removed.¿ relevant medical information: on (B)(6) 2016: ¿17 days postop. Complaining of pain around 12 mm trocar site in right upper quadrant. Pain in lower abdomen somewhat better, but not absent. Admitted to hospital for weakness on left side of body, with paresthesia, and an elevated d-dimer. Cta negative. Discharged next day with negative workup. Abdomen: tenderness around right upper quadrant trocar site. No sign of infection or other sso [surgical site occurrence]. No hernia recurrence. Assessment/plan: spasm of right-side abdominal muscles. Prescription for flexeril given.¿ on (B)(6) 2016: ¿tender to touch over all of abdomen. Impression: she feels something is constantly pulling from where she had surgery in greenville to remove mesh. Wants us to get notes. We will try but she needs to f/u with that surgeon.¿ on (B)(6) 2016: ¿2-month postoperative visit after mesh removal. Note significant improvement in lower abdominal pain. Does still have some tenderness at 12 mm trocar site in right upper quadrant. No evidence hernia recurrence. Assessment/plan: chronic abdominal pain. Believe upper abdominal pain still related to muscle spasm. Insurance would not cover flexeril, but will cover aloxi can [sic]. Prescription for meloxicam center [sic] pharmacy today. Follow-up when necessary for signs of recurrent hernia.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further states, ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating, manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8713295. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: ¿ the known medical records span (B)(6), 2009 through (B)(6), 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial device. Patient information: medical history: ¿ lupus ¿ sjogren syndrome ¿ gastroesophageal reflux disease [gerd] ¿ fibromyalgia ¿ clostridioides difficile infection ¿ short gut syndrome ¿ pulmonary embolism with chronic coumadin therapy prior surgical procedures: ¿ unknown date: appendectomy ¿ 2002: total abdominal hysterectomy, partial colectomy with ileostomy ¿ 2003: enterovaginal fistula repair with small bowel resection ¿ 2009: nissen fundoplication for reflux relevant medical information: ¿ (B)(6) 2009: ¿c/o [complains of] knot in abdominal wall above umbilicus, ~ [about] 1 week. Well-healed midline incision above umbilicus, mild erythema, tender to palpation. May be incarcerated ventral hernia.¿ ¿ (B)(6) 2010: emergency room: ¿battery went dead on wound vac. Hpi [history of present illness]: had reflux surgery, suture got infected formed abscess.¿ ¿ (B)(6) 2011: CT abdomen/pelvis [a/p]: ¿stomach, small intestine and colon normal. Midline abdominal wall scar is seen. Uterus absent. Multiple surgical clips seen within central pelvis. A stable midline lower abdominal wall defect is seen into which the anterior wall of the bladder and pelvic small bowel protrude.¿ implant preoperative complaints: ¿ (B)(6) 2012: ¿surgical eval of umbilical hernia. Pain, tenderness 6 weeks. Pain located deep in umbilicus, occurred frequently. Noticed know mid abdomen 3 months ago. It is sore all the time, tender to touch. Has had multiple surgeries through a midline incision.¿ ¿ (B)(6) 2012: CT a/p: ¿no acute abnormality of abdomen or pelvis. Post-surgical changes within mid abdomen. Probable transient peristaltic wave of sigmoid colon just above rectosigmoid junction. Post-surgical changes of anterior abdominal wall at midline, essentially unchanged compared to previous exam 11/16/07. This includes a localized area of thickened soft tissue just beneath subcutaneous scar at midline, approximately 110 x 9 mm in size. Subtle redundancy of lower abdominal rectus fascia near level of acetabuli just to l [left] of midline but no hernial defect is identified.¿ ¿ (B)(6) 2012: ¿she is on chronic coumadin for recurrent pe. I have discussed with her a laparoscopic ventral hernia repair with mesh.¿ ¿ (B)(6) 2012: ¿she now has increasing discomfort and swelling at her periumbilical region. This is most noticeable with activity. This has become much more uncomfortable and she wishes to proceed with repair. Physical exam demonstrates a reducible defect at her umbilicus. A CT scan does not appreciate this very well. In view of the physical exam, it is clear that she is an excellent candidate for laparoscopic ventral hernia repair.¿ implant procedure: laparoscopic ventral hernia repair. [Implant: gore® dualmesh® plus biomaterial 8713295/1dlmcp03 10cm x 15 cm x 1 mm thick, oval] implant date: (B)(6), 2012 ¿ description of hernia being treated: ¿the abdomen was then prepped and draped in sterile fashion with chlorhexidine solution and ioban drape. Initially a right subcostal 5-mm incision was made and 5 mm optivu [sic] port was then passed intraperitoneal under direct visualization and the abdomen insufflated with c02 gas. Limited diagnostic laparoscopy performed and finding at this time demonstrates multiple midline adhesions consistent with her past surgical history. However, this largely encompasses the small bowel intimately adhesed to the abdominal wall. Under direct visualization a left subcostal 12-mm port was placed. Ultimately a left lateral and left lower quadrant 5-mm ports were placed. Utilizing a 5 mm 30 degree laparoscopic we proceeded to dissect the adhesions off the abdominal wall. This was largely done with sharp dissection and gentle blunt dissection. No cautery was used. The small bowel was mobilized off the full abdominal wall taking it well down to the pelvis in order to get good visualization around the periumbilical site. There is clearly a defect in this area. Once this region was fully expose [sic] and in good hemostasis noted, the small bowel was carefully assessed for integrity. This was found to be secure.¿ ¿ implant size and fixation: ¿given this, a 10 x 15 cm piece of dual mesh was then taken, it was prepared by placing a central stitch for orientation on the mesh as well as a superior and inferior suture for midline security. Once this was done, this was rolled and then passed intraperitoneal through the 12-mm port site. This was unrolled utilizing a suture grasping needle. The needle was placed at the center point of the hernia defect which allowed us to grasp the central suture and this was brought up to the skin level for orientation. Sites were then identified for the superior and inferior sutures along the midline. This was along the 15-cm access [sic] of the mesh. Once the sites were identified, each individual arm of the suture was then brought up through the abdominal wall at two separate sites and brought out at the skin level, bringing the total mesh tightly up to against the abdominal wall. It must be noted that the insufflation pressure was dropped down from a 15 mmhg pressure to 12 mmhg pressure as we placed this mesh. Once this was placed at these two sites, the sutures were tied and secured. The mesh was then secured around its periphery with the protac device. Once this was secured around the periphery, four additional sutures were placed in a [sic] intracorporeal fashion in a horizontal mattress orientation through the posterior fascia through each of the four quadrants of the mesh. Once these were placed and tied, good hemostasis noted throughout the field.¿ (B)(6) 2012: post anesthesia care unit. ¿x7 derma bond sites to abdomen intact. Swelling noted to left upper incision area. Slightly hard to touch. Will notify md. Abd binder in place. Dr. Xx @bedside to look @incision abdomen. Okay. ø [no] swelling. Abd binder placed back.¿ (B)(6) 2012: discharge summary. ¿taken to or, underwent laparoscopic ventral hernia repair with mesh, tolerated well. Remained stable throughout stay.¿ relevant medical information: ¿ (B)(6) 2012: ¿admits to having problems after surgery with c/o lower abdominal pain. This is different from preop pain. Painful urination, urinary hesitancy. She has resumed limited activities, no heavy lifting and no physical exercise.¿ ¿ (B)(6) 2012: ¿pain progressively worse last couple days. Crampy in nature. Had some lower urinary symptoms, started on macrobid, seemed to hurt more. Abdomen: non-tender to palpation, scaphoid abdomen. Plan: she is having significant abdominal pain. More so than you would think was just post op incisional pain.¿ ¿ (B)(6) 2012: CT a/p: ¿findings suggestive of low grade mechanical small bowel obstruction, likely s/t [secondary to] adhesions, with multiple dilated thick-walled loops of mid to distal jejunum seen in close approximation to subtle mesenteric calcifications noted along the anterior lower abdominal wall near the midline, just inferior to postsurgical changes form a ventral hernia repair. Small amount of accompanying mesenteric abdominal and pelvic fluid is shown. Small amount of fluid is also noted post posterior and anterior to the ventral herniorrhaphy.¿ ¿ (B)(6) 2012: x-ray abdomen: ¿improving small bowel ileus or obstruction.¿ ¿ (B)(6) 2012: ¿had been wearing an abdominal binder following ventral wall hernia surgery last month, but took it off yesterday morning and noticed chest pain soon following removal of binder.¿ ¿ (B)(6) 2012: ¿abd [abdominal] pain mid aspect especially when coughs, sneezes, strains. Plan: had long discussion about her postop recover. At this point, no activity restriction. Only limited by her pain threshold. Continue to wear binder.¿ ¿ (B)(6) 2012: subfascial block ¿c/o pain at r lateral transfascial suture site. There is a trigger point and we will attempt regional block.¿ ¿under sterile technique and ultrasound guidance, a subfascial block was instilled with 1% xylocaine, 0.5% marcaine and steroids. The procedure was well tolerated. She left the office in good condition.¿ ¿ (B)(6) 2012: ¿c/o pain r lateral transfascial suture site. Trigger point injection, no substantial benefit. C/o pain midline. She is frustrated about starting more meds. At this point, I have nothing further to offer. Fentanyl patch makes this intervention difficult. Also trying to wean off fentanyl patch which may be all but impossible without some ¿bridging¿ medical support¿.¿ ¿ (B)(6) 2012: subfascial block ¿c/o pinpoint pain r of midline.¿ ¿under sterile technique and ultrasound guidance, a subfascial block was instilled with 1% xylocaine, 0.5% marcaine and steroids.¿ ¿ (B)(6) 2012: ¿still has pain r of midline. After lengthy discussion with her, I have explained that I have nothing further to offer regarding this abdominal pain. She understands that pain clinic physicians will not see her in view of this broad area of abdominal pain.¿ ¿ (B)(6) 2012: ¿pain, crampy. Periumbilical area, ruq [right upper quadrant], radiates to entire abd [abdomen].¿ ¿adhesions of intestine.¿ ¿ (B)(6) 2012: CT a/p: ¿postsurgical changes. No acute abdominal or pelvic pathology.¿ ¿ (B)(6) 2013: intramuscular block ¿d/t [due to] large amounts of medication including clonazepam and fentanyl patches makes any useful endeavors to control the abdominal pain difficult.¿ ¿under sterile technique and with ultrasound guidance, the trigger point approximately 10 cm to the right of the umbilicus was localized and injected with a mixture of 0.5% marcaine, 1% xylocaine and 80 mg of depomedrol. This injection was both into the posterior rectus sheath, rectus muscle and anterior rectus sheath.¿ ¿ (B)(6) 2013: ¿still has pain r of midline, increasing with time. Gastrointestinal: well healed midline scar with discomfort to r lateral aspect. Frankly, I have nothing further [sic] offer regarding this abdominal pain.¿ ¿ (B)(6) 2013: CT a/p]: ¿no free intraperitoneal fluid identified. Pt is s/p sigmoid resection with rectosigmoid anastomosis appears widely patent. Ventral hernia repair is noted. S/p hysterectomy. Impression: small amount of perisplenic fluid without definitive evidence of splenic laceration.¿ ¿ (B)(6) 2013: CT a/p: ¿no CT findings of splenic abnormalities. Ge [gastroesophageal] junction surgery. Anterior abdominal wall hernia repair. Appendectomy. Hysterectomy.¿ ¿ (B)(6) 2013: ¿new stomach discomfort, around umbilicus and laterally. Told she has stitch abscess. Recent ultrasound inconclusive. Gastrointestinal: us exam conducted, no evidence abnormal fluid collection. She has palpable irregularities consistent with previous abd surgery. From surgical standpoint, I have nothing further I can offer her.¿ ¿ (B)(6) 2014: CT a/p: ¿evidence of prior ventral hernia repair without evidence of recurrent hernia. There is no evidence of fluid collection.¿ ¿surgical clips along the gastroesophageal junction consistent with prior nissen fundoplication.¿ ¿ (B)(6) 2014: ¿CT scan in past has been unremarkable. Now presents with new issue, palpable mass along midline incision. Abdominal wall discomfort for lengthy period. She¿s concerned about previous h/o [history of] placement of dual mesh. I indicated to her that she is having discomfort before procedure. She remains very fixed on the mass-effect. She is concerned about an abscess. Gastrointestinal: palpable mass along midline consistent with retained suture.¿ ¿ (B)(6) 2014: she now has a palpable mass in the subcutaneous area along the midline which is causing her significant pain. We have discussed wound exploration and removal. This is likely a prolene suture from her previous surgeries.¿ ¿ (B)(6) 2014: exploration and removal of foreign body ¿incision was made. Dissection was carried down through the abdominal wall to identify a large prolene suture. This was removed. Further mass effect in this area was carefully explored. There was found to be some granulation tissue and some additional adhesions removed. The abdominal wall was fully intact. There is [sic] certainly no abnormalities associated with the hernia repair.¿ ¿ (B)(6) 2014: ¿doing well for relief of all midline discomfort. Surgical site well-healed.¿ ¿ (B)(6) 2015: ¿she has continued concerns regarding rlq pain. She is convinced this pain has been present only since hernia repair. I would dispute this d/t fact she has had a long h/o [history of] lower abdominal wall discomfort. CT does not demonstrate any abnormality r/t [related to] the dual mesh. I have no cause to undertake mesh removal since I believe risks far outweigh potential for a slight benefit. I¿ve tried regional blocks without sustainable success. The fact that she is narcotic dependent and h/o lupus makes this process very difficult to treat. This is why I do not feel that surgical intervention plays any role. Will refer for second opinion. There are mild abnormalities on CT scan which need to be addressed with pancreatic us [ultrasound].¿ ¿ (B)(6) 2015: ¿CT does not demonstrate any hernia recurrence or evidence of infection. Mesh appears to be contracted (measuring 6cm from its original 10 cm width), but intact. There is soft tissue nodule in right lower quadrant abdominal wall that corresponds with exam findings that likely represents suture granuloma from prior ileostomy closure site. Discussed options and plan for excision of this area locally. This should offer some relief of focal right lower quadrant abdominal pain/tenderness, but is unlikely to affect overall chronic abdominal pain.¿ ¿has complicated abdominal surgical history beginning in 2002 with total abdominal hysterectomy resulting in what sounds like enterovaginal fistula. This was repaired/resected in 2003, with small bowel resection, take-back for ileostomy, subsequent ileostomy closure and possibly one or two other operations in that time. Eventually developed periumbilical hernia repaired in 2012 with laparoscopic placement of 10x15 dualmesh. Has chronic upper and left lower quadrant abdominal pain, but claims has new and separate right lower quadrant abdominal pain since hernia surgery. Midline suture granuloma excised september 2014, with some relief of that localized pain.¿ ¿ (B)(6) 2015: ¿pt [patient] easily overwhelming with all of her complaints even though she comes in for one thing, her discourse rambles to a lot of chronic things that are persistent. Sees specialists and has been fully evaluated in past for several symptoms. She is so complicated, feel obligated to chase her complaints but cannot address the pain she persists to complain about and have told her multiple times I disagree with pain patch.¿ ¿ (B)(6) 2015: open excision of suture. Abscess and foreign body removal. ¿a small transverse incision was made over the right lower quadrant, over the area where the patient complained of right lower quadrant pain. Dissection as carried down to the fascia and on further palpation, we were able to localize a small indurated mass. This was opened up and there was some thickened purulent fluid. Once this was debrided out, we were able to clearly visualize what appeared to be an ethibond suture. This was extracted and passed off the operating table. Upon further inspection, there was no other evidence of any other suture granulomas. At this point in time, we copiously irrigated the wound.¿ findings: ¿retained ethibond suture in the right lower quadrant abdominal wall with associated suture abscess.¿ ¿ (B)(6) 2015: ¿status post excision of granuloma from previous transfascial suture site. Is still having pain in right lower quadrant. Given early postoperative setting, would favor observing this.¿ ¿ (B)(6) 2015: ¿reports pain is better than prior to procedure, but still having daly [sic], intermittent stabbing pain. Been on fentanyl patch for several years for chronic pain. Has occasional nausea, no vomiting. Alternates between loose stools and constipation.¿ ¿ (B)(6) 2015: ¿5-month postoperative visit with complaint of abdominal pain. Last seen (B)(6) 2015 with continued right lower quadrant pain, advised to continue applying heat to area of pain, take ibuprofen, and do abdominal wall stretches. Abdomen: vague right lower quadrant tenderness, none specific. No peritoneal signs; no evidence of hernia recurrence. Discussed potential etiology for pain. Don¿t see clear reason on physical exam. States this pain is new after hernia was repaired initially.¿ explant preoperative complaints: ¿ (B)(6) 2016: ¿returns to discuss chronic abdominal pain. CT scan demonstrating 2 tacks that had slightly herniated abdominal wall at site of trans-fascial suture, and appeared to be suture granuloma. Taken to surgery in open fashion and this was found. Adnexa ethibond suture was removed as well as 2 tacks. No hernia recurrence. Mesh was otherwise intact. Despite this, has continued to have chronic right lower quadrant abdominal pain. CT scan done at an outside facility; report does not demonstrate problems with hernia repair. Right lower quadrant tenderness without palpable hernia defect, mass, other abnormality. Discussed possibilities for intervention. Will follow up if and when decides to proceed with any mesh removal.¿ ¿ (B)(6) 2016: ¿has persistent ongoing right lower quadrant abdominal pain, which states has gotten worse since last visit. Can¿t tolerate ongoing pain and is willing to have anything it takes done to take care of it.¿ ¿right lower quadrant and periumbilical tenderness. No peritoneal signs, recurrent hernia palpable, or masses palpable. Right lower quadrant pain, claims was not present prior to hernia repair. Discussed recent CT findings, which did not demonstrate evidence for recurrent hernia or any other clear etiology for pain. At this point wants to have mesh removed. Discussed likelihood of pain improving with removal of mesh, transvaginal [sic] sutures, and all other fixation constructs is very low. Likely have no more than marginal improvement in pain, and hernia is likely to recur. Willing to undergo procedure for any hope of pain relief. Plan for laparoscopic mesh excision.¿ explant procedure: removal of prosthetic material or mesh, abdominal wall for necrotizing soft tissue infection. Laparoscopy; enterolysis (adhesion). Explant date: (B)(6), 2016 ¿ findings: ¿laparoscopic approach for adhesiolysis x 45 minutes of small bowel to the anterior abdominal wall into previous intraperitoneal mesh. Complete excision of previous intraperitoneal ptfe mesh measuring 10 x 11 cm, along with all permanent fixation constructs.¿ ¿ ¿a 5mm right subcostal incision was made and a 5mm optical viewing trocar placed into the peritoneal cavity without difficulty. Pneumoperitoneum was established at 15mm hg with co2. A 5 mm trocar was placed in the left upper quadrant, an additional 5 mm trocar in the right anterior axillary line. Our initial trocar was replaced with a 12 mm trocar for mesh removal at the end of the case. We began by sharply taking down small bowel adhesions to the anterior abdominal wall. These were fairly densely adherent to the medial peritoneum underlying the intraperitoneal ptfe mesh. The medial peritoneum and small bowel were densely adherent to the periphery of the mesh itself, as well as the tacks. These were taken down with sharp dissection without any evidence for bowel injury during the course of the dissection. Some additional bowel adhesions were taken down off the abdominal wall in the right lower quadrant, which is the source of the patent¿s primary pain complaints. No other intra-abdominal pathology was noted. The superior edge of the mesh was grasped and separated from the abdominal wall with combination of electrocautery and blunt forceps to completely remove the mesh from the abdominal wall. All permanent ethibond sutures and all permanent tacks were removed either with the mesh or separately if any remained adherent to the abdominal wall. These were all completely removed.¿ relevant medical information: ¿ (B)(6) 2016: ¿17 days postop. Complaining of pain around 12 mm trocar site in right upper quadrant. Pain in lower abdomen somewhat better, but not absent. Admitted to hospital for weakness on left side of body, with paresthesia, and an elevated d-dimer. Cta negative. Discharged next day with negative workup. Abdomen: tenderness around right upper quadrant trocar site. No sign of infection or other sso [surgical site occurrence]. No hernia recurrence. Assessment/plan: spasm of right-side abdominal muscles. Prescription for flexeril given.¿ ¿ (B)(6) 2016: ¿tender to touch over all of abdomen. Impression: she feels something is constantly pulling from where she had surgery in greenville to remove mesh. Wants us to get notes. We will try but she needs to f/u with that surgeon.¿ ¿ (B)(6) 2016: ¿2-month postoperative visit after mesh removal. Note significant improvement in lower abdominal pain. Does still have some tenderness at 12 mm trocar site in right upper quadrant. No evidence hernia recurrence. Assessment/plan: chronic abdominal pain. Believe upper abdominal pain still related to muscle spasm. Insurance would not cover flexeril, but will cover aloxi can [sic]. Prescription for meloxicam center [sic] pharmacy today. Follow-up when necessary for signs of recurrent hernia.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further states, ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8713295. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 5/9/2012, including records for multiple abdominal surgical procedures including hysterectomy, appendectomy and colon surgery, were not provided. 05/09/12: operative report. ¿preoperative diagnosis: ventral hernia. Postoperative diagnosis: same. Procedure: laparoscopic ventral hernia repair. Indications for procedure: ¿this is a 44-year-old african american female who has had multiple abdominal surgical procedures including hysterectomy, appendectomy and colon surgery. She now has increasing discomfort and swelling at her periumbilical region. This is most noticeable with activity. This has become much more uncomfortable and she wishes to proceed with repair. Physical exam demonstrates a reducible defect at her umbilicus. A CT scan does not appreciate this very well. In view of the physical exam, it is clear that she is an excellent candidate for laparoscopic ventral hernia repair. The procedure is thoroughly reviewed with her by me personally. All risks and benefits were discussed and understood. All surgical consents have been signed. She has received preoperative IV antibiotics as well as dvt prophylaxis. Operative description: the patient was taken to the operating room and placed in supine position. General endotracheal anesthesia was administered. The patient tolerated induction well. The abdomen was then prepped and draped in sterile fashion with chlorhexidine solution and ioban drape. Initially a right subcostal 5-mm incision was made and 5 mm optivu port was then passed intraperitoneal under direct visualization and the abdomen insufflated with c02 gas. Limited diagnostic laparoscopy performed and finding at this time demonstrates multiple midline adhesions consistent with her past surgical history. However, this largely encompasses the small bowel intimately adhesed to the abdominal wall. Under direct visualization a left subcostal 12-mm port was placed. Ultimately a left lateral and left lower quadrant 5-mm ports were placed. Utilizing a 5 mm 30 degrees laparoscopic we proceeded to dissect the adhesions off the abdominal wall. This was largely done with sharp dissection and gentle blunt dissection. No cautery was used. The small bowel was mobilized off the full abdominal wall taking it well down to the pelvis in order to get good visualization around the periumbilical site. There is clearly a defect in this area. Once this region was fully expose [sic] and in good hemostasis noted, the small bowel was carefully assessed for integrity. This was found to be secure. Given this, a 10 x 15 cm piece of dual mesh was then taken, it was prepared by placing a central stitch for orientation on the mesh as well as a superior and inferior suture for midline security. Once this was done, this was rolled and then passed intraperitoneal through the 12-mm port site. This was unrolled utilizing a suture grasping needle. The needle was placed at the center point of the hernia defect which allowed us to grasp the central suture and this was brought up to the skin level for orientation. Sites were then identified for the superior and inferior sutures along the midline. This was along the 15-cm access of the mesh. Once the sites were identified, each individual arm of the suture was then brought up through the abdominal wall at two separate sites and brought out at the skin level, bringing the total mesh tightly up to against the abdominal wall. It must be noted that the insufflation pressure was dropped down from a 15 mmhg pressure to 12 mmhg pressure as we placed this mesh. Once this was placed at these two sites, the sutures were tied and secured. The mesh was then secured around its periphery with the protac device. Once this was secured around the periphery, four additional sutures were placed in a intracorporeal fashion in a horizontal mattress orientation through the posterior fascia through each of the four quadrants of the mesh. Once these were placed and tied, good hemostasis noted throughout the field. Once again hemostasis assessed on the dissect bowel which one again demonstrated good integrity. Once this was confirmed and good hemostasis noted throughout the operative field, all ports were removed and abdomen deflated of all co2 gas. All wounds were then irrigated and closed with a combination of running interrupted subcuticular 5-0 pds. Dermabond was applied followed by infiltration of 5% marcaine. The patient was then aroused from anesthesia, extubated and transported to the recovery room in stable condition tolerating procedure well. Instrument count, laparotomy pad count and needle counts correct at the conclusion of the case. Estimated blood loss for this procedure was minimal.¿ the records confirm a gore®dualmesh® biomaterial (1dlmcp03/8713295) was implanted during the procedure. There is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6) healthcare. (B)(6), md. Emergency room visit. Pmh: had a hysterectomy and had to have a partial colectomy and ileostomy and has had problems with malabsorption, it is unclear. (B)(6) 2009: (B)(6) healthcare. (B)(6), md. Radiology ¿ xr abdominal series. Indication: headache/arm pain. Impression: nonobstructive normal bowel gas pattern no air fluid levels or free air. (B)(6) 2009: (B)(6) healthcare. (B)(6), md. Radiology ¿ CT abdomen, pelvis. Indication: abd pain. Findings: surgical staples are seen throughout the abdomen. Fat planes of abdomen pelvis are maintained. Impression: unremarkable postsurgical abdomen and pelvis. (B)(6) 2009: (B)(6) surgical services. (B)(6), pa-c. Office visit. Plan: laparoscopic nissen fundoplication. Risks and benefits of procedure discussed in detail. These include, but not limited to, bleeding, infection, heart attack, stroke, death, damage to bowel, bladder, stomach, esophagus, spleen. Postop dysphagia, recurrent reflux disease. Possibility of an open abdominal procedure based on the surgical conditions discussed, as well as incisional pain, failure to relieve preop pain/discomfort, partially or completely. Pt understands, willing to proceed. (B)(6) 2009: premier surgical services. (B)(6), pa-c. Office visit. C/o knot in abdominal wall above umbilicus, ~1 week. Well-healed midline incision above umbilicus, mild erythema, tender to palpation. May be incarcerated ventral hernia. Scheduled today for CT abdomen, pelvis. (B)(6) 2009: [missing records: radiology report for CT abdomen, pelvis was not provided.] (B)(6) 2010: (B)(6) healthcare. Bc. Emergency room visit. Cc: battery went dead on wound vac. Hpi: had reflux surgery, suture got infected formed abscess. [Diagram indicates wound vac to mid abdomen], md. Emergency room visit. Cc: abdominal pain, blood in stool x 1 month. I offered [illegible] in pt eval but she declines and wants to go home. Plan: f/u with pcp. (B)(6) 2011: (B)(6) healthcare. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: abd pain. Findings: stomach, small intestine and colon normal. Midline abdominal wall scar is seen. Uterus absent. Multiple surgical clips seen within central pelvis. A stable midline lower abdominal wall defect is seen into which the anterior wall of the bladder and pelvic small bowel protrude. Impression: prior lower abdominal surgery. No definite CT findings explain acute abdominal pain. (B)(6) 2012: (B)(6) surgical services. (B)(6), md. Office visit. Hpi: surgical eval of umbilical hernia. Pain, tenderness 6 weeks. Pain located deep in umbilicus, occurred frequently. Noticed know mid abdomen 3 months ago. It is sore all the time, tender to touch. Has had multiple surgeries through a midline incision. Meds: coumadin. Gastrointestinal: dysphagia. Short gut syndrome s/t previous surgical procedures. Tenderness to palpation. Painful nodule in midline incision adjacent to umbilicus, not reducible. [Trunk diagram indicating area of tender nodule]. Impression: umbilical hernia. Plan: CT abdomen and pelvis. (B)(6) 2012: diagnostic and imaging center. (B)(6), md. Radiology ¿ CT abdomen and pelvis. Indication: ventral hernia, abdominal pain, diarrhea. Impression: no acute abnormality of abdomen or pelvis. Post-surgical changes within mid abdomen. Probable transient peristaltic wave of sigmoid colon just above rectosigmoid junction. Post-surgical changes of anterior abdominal wall at midline, essentially unchanged compared to previous exam (B)(6) 2007. This includes a localized area of thickened soft tissue just beneath subcutaneous scar at midline, approximately 110 x 9 mm in size. Subtle redundancy of lower abdominal rectus fascia near level of acetabuli just to l of midline but no hernial defect is identified. (B)(6) 2012: (B)(6) surgical services. (B)(6), md. Office visit. Hpi: she is on chronic coumadin for recurrent pe . I have discussed with her a laparoscopic ventral hernia repair with mesh. She understands all attendant risks and benefits. Risks and benefits of this procedure were discussed in detail. They include but are not limited to bleeding, infection, damage to bowel and bladder. Also, they include recurrence of hernia, infection of mesh, an open procedure, heart attack, stroke or death. Also, we discussed incisional pain and failure to relieve preop pain/discomfort, either partially or completely. Pt understands all these items and is willing to proceed. (B)(6) 2012: (B)(6) healthcare. (B)(6), md. Discharge summary. Dx: ventral hernia. Hpi: on chronic coumadin therapy for recurrent pe. Hospital course: taken to or, underwent laparoscopic ventral hernia repair with mesh, tolerated well. Remained stable throughout stay. D/c instructions: f/u 7-10 days. Resume regular coumadin schedule and f/u for inr with pcp. (B)(6) 2012: (B)(6) surgical services. (B)(6), pa-c. Office visit. Hpi: admits to having problems after surgery with c/o lower abdominal pain. This is different from preop pain. Painful urination, urinary hesitancy. She has resumed limited activities, no heavy lifting and no physical exercise. Meds: coumadin, rituxan. Impression: uti. [Rdowtin-6pss-kba-00044-45] (B)(6) 2012: (B)(6) surgical services. (B)(6), pa-c. Office visit. Hpi: pain progressively worse last couple days. Crampy in nature. Had some lower urinary symptoms, started on macrobid [treats uti], seemed to hurt more. Abdomen: non-tender to palpation, scaphoid abdomen [abdomen sucked inwards, indicative of malnutrition]. Plan: she is having significant abdominal pain. More so than you would think was just post op incisional pain. Labs looked good. Will send to ER for eval. (B)(6) 2012: (B)(6) healthcare. (B)(6), md. Radiology ¿ CT abdomen pelvis. Indication: abd pain. Findings: multiple surgical clips present in r abdomen of uncertain etiology. S/p ventral herniorrhaphy. Impression: findings suggestive of low grade mechanical small bowel obstruction, likely s/t adhesions , with multiple dilated thick-walled loops of mid to distal jejunum seen in close approximation to subtle mesenteric calcifications noted along the anterior lower abdominal wall near the midline, just inferior to postsurgical changes form a ventral hernia repair. Small amount of accompanying mesenteric abdominal and pelvic fluid is shown. Small amount of fluid is also noted post posterior and anterior to the ventral herniorrhaphy. (B)(6) 2012: (B)(6) healthcare. (B)(6), md. Radiology ¿ xr abdominal series. Indication: small bowel obstruction. Impression: improving small bowel ileus or obstruction. (B)(6) 2012: (B)(6) healthcare. (B)(6), md. History and physical. Hpi: had been wearing an abdominal binder following ventral wall hernia surgery last month, but took it off yesterday morning and noticed chest pain soon following removal of binder. Abdomen: mildly obese. (B)(6) 2012: (B)(6) healthcare. (B)(6), md. Discharge summary. Admit date: (B)(6) 2012. Discharge instructions: gradually increase activity as tolerated. (B)(6) 2012: (B)(6) surgical services. (B)(6), pa-c. Office visit. Gi: incisions healing well, wearing binder. (B)(6) 2012: (B)(6) surgical services. (B)(6), pa-c. Office visit. Gastrointestinal: abd pain mid aspect especially when coughs, sneezes, strains. Plan: had long discussion about her postop recover. At this point, no activity restriction. Only limited by her pain threshold. Continue to wear binder. (B)(6) 2012: [ni]. Office note. Pt was a no-show for today¿s 4 week appt. (B)(6) 2012: (B)(6) surgical services. (B)(6), md. Office visit. Hpi: c/o pain at r lateral "transfacial" suture site. There is a trigger point and we will attempt regional block. (B)(6) 2012: (B)(6) surgical services. (B)(6), md. Procedure. ¿under sterile technique and ultrasound guidance, a subfascial block was instilled with 1% xylocaine, 0.5% marcaine and steroids. The procedure was well tolerated. She left the office in good condition.¿ impression: injury to other and unspecified nerves; multiple nerves in several parts. (B)(6) 2012: (B)(6) surgical services. (B)(6), md. Office visit. Hpi: c/o pain r lateral "transfacial" suture site. Trigger point injection, no substantial benefit. C/o pain midline. She is frustrated about starting more meds. At this point, I have nothing further to offer, fentanyl patch makes this intervention difficult. Also trying to wean off fentanyl patch which may be all but impossible without some ¿bridging¿ medical support. (B)(6) 2012: (B)(6) surgical services. (B)(6), md. Office visit. Hpi: c/o pinpoint pain r of midline. (B)(6) 2012: (B)(6) surgical services. (B)(6), md. Procedure. ¿under sterile technique and ultrasound guidance, a subfascial block was instilled with 1% xylocaine, 0.5% marcaine and steroids. The procedure was well tolerated. She left the office in good condition.¿ impression: abd pain. (B)(6) 2012: (B)(6) health system. (B)(6), md. Office visit. Hpi: still has pain r of midline. After lengthy discussion with her, I have explained that I have nothing further to offer regarding this abdominal pain. She understands that pain clinic physicians will not see her in view of this broad area of abdominal pain. Gastrointestinal: well healed midline scar. (B)(6) 2012: (B)(6) hospital. (B)(6), md. Emergency room visit. Hpi: pain, crampy. Periumbilical area, ruq, radiates to entire abd. Abdomen: moderately tender in periumbilical region. Impression: adhesions of intestine. Plan: d/c home. (B)(6) 2012: (B)(6) healthcare. (B)(6), md. Radiology ¿ CT abdomen pelvis. Indication: right sided pain. Impression: postsurgical changes. No acute abdominal or pelvic pathology. (B)(6) 2013: (B)(6) health system. (B)(6), md. Office visit. Hpi: states has resumed limited activities, household activities. D/t large amounts of medication including clonazepam and fentanyl patches makes any useful endeavors to control the abdominal pain difficult. Procedure: ¿under sterile technique and with ultrasound guidance, the trigger point approximately 10 cm to the right of the umbilicus was localized and injected with a mixture of 0.5% marcaine, 1% xylocaine and 80 mg of depomedrol. This injection was both into the posterior rectus sheath, rectus muscle and anterior rectus sheath. The procedure was well tolerated and she left the office in good condition.¿ (B)(6) 2013: (B)(6) health system. Telephone encounter. Pt was a no show. (B)(6) 2013: (B)(6) health system. (B)(6), md. Office visit. Hpi: still has pain r of midline, increasing with time. Gastrointestinal: well healed midline scar with discomfort to r lateral aspect. Frankly, I have nothing further [sic] offer regarding this abdominal pain. Plan: refer to pain management. (B)(6) 2013: (B)(6) healthcare. (B)(6), md. Radiology ¿ CT abdomen pelvis. Indication: rlq pain on coumadin s/p mva. Findings: no free intraperitoneal fluid identified. Pt is s/p sigmoid resection with rectosigmoid anastomosis appears widely patent. Ventral hernia repair is noted. S/p hysterectomy. Impression: small amount of perisplenic fluid without definitive evidence of splenic laceration. (B)(6) 2013: (B)(6) healthcare. (B)(6), md. Radiology ¿ CT abdomen pelvis. Indication: splenic fluid. Impression: no CT findings of splenic abnormalities. Ge junction surgery. Anterior abdominal wall hernia repair. Appendectomy. Hysterectomy. (B)(6) 2013: (B)(6) health system. (B)(6), md. Office visit. Cc: abscess at abd wound site. Hpi: new stomach discomfort, around umbilicus and laterally. Told she has stitch abscess. Recent ultrasound inconclusive. Gastrointestinal: us exam conducted, no evidence abnormal fluid collection. She has palpable irregularities consistent with previous abd surgery. From surgical standpoint, I have nothing further I can offer her. (B)(6) 2014: (B)(6) health system. (B)(6), md. Office visit. Cc: knot in stomach. Hpi: CT scan in past has been unremarkable. Now presents with new issue, palpable mass along midline incision. Abdominal wall discomfort for lengthy period. She¿s concerned about previous h/o placement of dual mesh. I indicated to her that she is having discomfort before procedure. She remains very fixed on the mass-effect. She is concerned about an abscess. Gastrointestinal: palpable mass along midline consistent with retained suture. Plan: schedule abdominal wound exploration with removal of foreign body. (B)(6) 2014: [missing records: operative report for ¿wound exploration at (B)(6) medical center (B)(6) 2014, found to have a large suture¿ was not provided.] (B)(6) 2014: greenville health system. (B)(6), md. Office visit. Cc: 2 week hpi: doing well for relief of all midline discomfort. Surgical site well-healed. (B)(6) 2015: (B)(6) health system. (B)(6), md. Office visit. Cc: abdominal pain. Hpi: underwent wound exploration at (B)(6) medical center (B)(6) 2014, found to have a large suture. She has continued concerns regarding rlq pain. She is convinced this pain has been present only since hernia repair. I would dispute this d/t fact she has had a long h/o lower abdominal wall discomfort. CT does not demonstrate any abnormality r/t the dual mesh. I have no cause to undertake mesh removal since I believe risks far outweigh potential for a slight benefit. I¿ve tried regional blocks without sustainable success. The fact that she is narcotic dependent and h/o lupus makes this process very difficult to treat. This is why I do not feel that surgical intervention plays any role. Will refer to dr. Jeremy warren for second opinion. There are mild abnormalities on CT scan which need to be addressed with pancreatic us. Gastrointestinal: continued discomfort in upper abd, no evidence visceral pain. Tenderness throughout abd wall, consistent with previous exams in years past. Plan: us abdomen. Reason: chronic abdominal wall pain, more pronounced on r, lengthy h/o abdominal surgery with the most recent being an open ventral hernia repair with mesh inlay. (B)(6) 2015: [ni]. (B)(6), md. Office visit. Impression: pt easily overwhelming with all of her complaints even though she comes in for one thing, her discourse rambles to a lot of chronic things that are persistent. Sees specialists and has been fully evaluated in past for several symptoms. She is so complicated, feel obligated to chase her complaints but cannot address the pain she persist to complain about and have told her multiple times I disagree with pain patch. (B)(6) 2016: [missing records: operative report for ¿laparoscopic loa and removal of mesh¿ was not provided .] (B)(6) 2016: [ni]. (B)(6), md. Office visit. Hpi: still with pain from surgery. Abdomen: tender to touch over all of abdomen. Impression: she feels something is constantly pulling from where she had surgery in (B)(6) to remove mesh. Wants us to get notes. We will try but she needs to f/u with that surgeon. (B)(6) 2016: (B)(6) healthcare-optimum life center. Therapy note. Pt did not show up for appt. (B)(6) 2019: srh. (B)(6), md. Progress note. Cc: abdominal pain. Impression: esophagitis. Plan: very reluctant to go home and threatened to complain to hospital administration as she feels she was d/c¿d too early last admission and afraid it may happen again. (B)(6) 2019: srh. (B)(6), md. Radiology ¿ CT abdomen. Indication: peg tube pain and swelling x 4. Impression: percutaneous enterostomy tube in satisfactory location with the tip in the proximal jejunum. No fluid collection is seen around insertion site. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2014: medical university (B)(6) . (B)(6) , md, phd. Radiology-CT abdomen/pelvis with contrast. Indication: history of multiple abdominal surgeries (small bowel and colon resection), new onset constipation, concern for partial obstruction nausea, constipation, abdominal pain. Findings: limited evaluation of the lung bases demonstrate patchy airspace opacity in the right lower lobe near the area where previously a pulmonary nodule was visualized. Abdomen: evidence of prior ventral hernia repair without evidence of recurrent hernia. There is no evidence of fluid collection. The liver, spleen, gallbladder, pancreas, adrenal glands and kidneys are unremarkable in appearance without focal abnormality. Surgical clips along the gastroesophageal junction consistent with prior nissen fundoplication. There is no lymphadenopathy. There is no free fluid or free intraperitoneal gas. Gastrointestinal tract is unremarkable without evidence of obstruction. There are no fractures or bony destructive lesions. Pelvis: the gastrointestinal tract in the lower abdomen is unremarkable. Multiple surgical clips evident within the pelvis. Uterus is surgically absent. There are no adnexal masses. The urinary bladder is distended and unremarkable. There is no lymphadenopathy, free fluid or gas. Vascular structures are unremarkable. Osseous structures show no evidence of lytic or blastic lesions. Impression: prior ventral hernia repair without evidence of recurrent hernia. No acute findings in the gastrointestinal tract. Patchy airspace opacity in the right lower lobe, near the area where previously a pulmonary nodule was visualized. This finding may represent aspiration/infection. Follow up to resolution recommended. On (B)(6) 2014: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: foreign body of the abdominal wall. Postoperative diagnosis: foreign body of the abdominal wall. Name of procedure: exploration and removal of foreign body. Anesthesia: IV sedation. Anesthesiologist: dr. William warner. Indications for procedure: this is a 46-year-old african american female who is well known to me from previous abdominal wall surgery with ventral hernia repair. She now has a palpable mass in the subcutaneous area along the midline which is causing her significant pain. We have discussed wound exploration and removal. This is likely a prolene suture from her previous surgeries. The procedure is thoroughly reviewed with her by me personally. All risks and benefits and discussed and understood. All surgical consents have been signed. She has received preoperative IV antibiotics as well as dvt prophylaxis. Operative description: ¿the patient was taken to the operating room and place in the supine position. IV sedation was administered. The patient tolerated induction well. The abdomen was then prepped and draped in sterile fashion with chlorhexidine solution. After appropriate time out and check list complete infiltration of .5% marcaine was then completed along the incision. Incision was made. Dissection was carried down through the abdominal wall to identify a large prolene suture. This was removed. Further mass effect in this area was carefully explored. There was found to be some granulation tissue and some additional adhesions removed. The abdominal wall was fully intact. There is certainly no abnormalities associated with the hernia repair. After this was concluded the wound was then irrigated and closed with a deep layer of interrupted 3-0 vicryl and running subcuticular 5-0 pds. Dermabond was applied. The patient was then aroused from anesthesia and transported to the recovery room in stable condition tolerating the procedure well. Instrument count, laparotomy pad count and needle count was correct at the conclusion of this case. Estimated blood loss: less than 10 cc.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.